Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. The complaints for paravalvular leak and central leak were unable to be confirmed due to unavailability of relevant imagery/medical records. Since the valve serial number was not provided, a DHR review was unable to be performed to confirm no manufacturing non-conformances potentially contributing to the reported event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. As reported , "an edwards transcatheter valve implanted in the aortic position required a balloon aortic valvuloplasty (bav) after an approximate implant duration of five months due to mild to moderate paravalvular leak (pvl). The patient presented with moderate calcification of the native valve. The pvl was diagnosed after an unknown duration post-implant during follow up. The bav was performed with a non-edwards device and resulted in an over- expansion of the valve causing a central regurgitation with hemodynamic instability that required a valve-in-valve procedure. As per medical opinion, the root cause of the pvl was an under expansion of the first transcatheter valve." Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. In this case, the inflation volume used at the time of deployment is unknown. It is possible that the thv was not fully expanded if deployment was performed using less than prescribed volume (to prevent the risk of annular rupture in the presence of calcified annulus) or using the prescribed volume (but with annular calcium preventing the thv from expanding fully due to its rigid/bulky characteristics). Either one of these scenarios would contribute to the formation of pvl channels between the thv and target site. As such, available information suggests that procedural factors (under -expanded valve) and/or patient factors (calcification) may have contributed to the pvl. Per the instructions for use (IFU), central regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Post-dilation of implanted valve poses an associated risk of central regurgitation. In this case, the originally implanted thv was post-dilated with a high-pressure non-edwards device (24 atlas gold balloon). This may have over-expanded the valve, disrupting the leaflet function and resulting in central leak. As such, available information suggests that procedural factors (over-expanded valve, post-dilation with non-edwards balloon) may have contributed to the central leak. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in the united kingdom, a patient with an edwards transcatheter valve implanted in the aortic position required a balloon aortic valvuloplasty (bav) after an approximate implant duration of five months due to mild to moderate paravalvular leak (pvl). The patient presented with moderate calcification of the native valve. The pvl was diagnosed after an unknown duration post-implant during follow up. The bav was performed with a non-edwards device and resulted in an over- expansion of the valve causing a central regurgitation with hemodynamic instability that required a valve-in-valve procedure. A 23mm sapien 3 ultra valve was successfully implanted within the first valve using the transfemoral approach. The patient was noted as to be fully recovered and discharged at home. As per medical opinion, the root cause of the pvl was an under expansion of the first transcatheter valve.